Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed as planned since the warning was non-fatal and the system was fully functional. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system gave alert indicating fluoro storage was not possible due to an image disk problem. The review of system log files showed malfunction with the frontal ippc. Upon troubleshooting, the philips field service engineer (fse) stated that the issue might be with the hard disks. To resolve the issue, the fse replaced hard disks in ippc, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image disk issue did not impact the completion of the procedure, since the alert was non-fatal warning, and the system remained fully functional. The procedure was completed as planned on the same system with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a problem in the image disk, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.